Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Patient stated that they do not live in a high voltage area creating signal loss. Patient indicated that they receive signal loss during the day and night and do not have multiple bluetooth connections. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.